Event description:
The pt underwent a laminectomy procedure. Two (2) days after the procedure, the pt experienced a three (3) inch wound dehiscence which required a secondary closure under local anesthesia.

Manufacturer narrative:
The device was not returned for eval. Results: the device was not returned for eval. No prod eval can be performed. Angiotech ra-1019q, 2de14 - 0 - pdo 14 x 14.